Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit in an anterior repair procedure (procedure date unknown), the patient experienced pain in her buttocks (date of onset unknown). The patient, who is (B)(6) of age, reportedly returned to the physician (exact date unknown) to have the device removed. The patient's current condition is unknown. Reportedly, no additional information is available for this event.